Event description:
Patient reported right side "rupture." Healthcare professional additionally reported "any creases". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening in anterior side assessed as unidentified (tear) opening (shell thickness within specification) ¿ crease folding of implant: observed creases on the device. Additional observations: ¿ observed wear abrasion on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformities noted. Reason for reoperation: deflation.

Event description:
Patient reported right side "rupture." Device has been explanted.